Event description:
It was reported that the insulin pump had unresponsive keypad and buttons. The customer stated that they were trying to input their blood glucose value into the insulin pump and the numbers kept scrolling up. The customer's blood glucose was 200 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own was noted during testing. The device was received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.